Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a gamma 3 shs migrated three months after surgery, resulting in a revision.

Event description:
It was reported that a gamma 3 shs migrated three months after surgery, resulting in a revision.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could be confirmed, since reported revision as a result of a migrated lag screw. The available image was forwarded to a health care professional, which confirmed the migration as well but cannot be further specified based on existing one plane view. No further additions. The basics of the gamma-system are the interaction of nail set including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside [if the fracture gap is too big] in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. The set screw ¿ as part of the nail kit - is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. Known from previous cases it¿s rather related to a not properly seated set screw [set screw had not been reached the ground of the groove resp. Was unscrewed for more than ¼ of a turn resulting in exceeded motion of the lag screw towards medial]. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. Therefore, from technical point of view in this case a statement is impossible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. With available information a deficiency of the devices in question was not verified. H3 other text : device disposition unknown.